Event description:
It was reported that during pre-op, there was no stimulation response. There is no stimulating transmission sound with the interface box. With other pi box, console had has stimulating response there was no patient involvement.

Manufacturer narrative:
H3: analysis found the knob missing. The casing was worn. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis found during pre-check stim1 has no stim response. Fuse of the channel stim1 broken h6: annex codes c0201, d02, g0201202 are applicable for this product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.